Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they they experienced a hyperglycemia, diabetic keto acidosis and had emergency room visit and hospitalized for treatment. Customer blood glucose level was over 600 mg/dl. Current blood glucose level was 227 mg/dl. It was unknown about used insulin pump system within 48 hours of reported event. Auto mode/smartguard feature was not active at time of high blood glucose event. Customer was advised the insulin, reservoir, and infusion set will be replaced. Insulin pump was expected to be returned for analysis.

Manufacturer narrative:
Customer returned insulin pump for an alleged possible under delivery, ems dispatched and was hospitalized for high bgs and dka found on (B)(6) 2022 (per ss event date) however, the customer's note stated that the customer was hospitalized and ems dispatched for high blood glucose and diabetic ketoacidosis found on (B)(6) 2022. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08665 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the insulin pump history/traces on the event date of (B)(6) 2022, there were no unexpected alarms/suspends and no bolus delivery noted. However, low battery alert, replace battery alert/replace battery now alarm, pump error 23 alarm and power loss alarm were noted. Power management graph was successfully generated. Low battery alert was recorded and found in the formatted history file on: (B)(6) 2022 17:08:00.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2022 02:39:00.000 (B)(6) 2022 02:49:00.000 replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2022 03:10:00.000 (B)(6) 2022 03:20:00.000 pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2022 03:21:03.000 and power loss alarm was recorded and found in the formatted history file on: (B)(6) 2022 03:21:32.000 (B)(6) 2022 03:21:40.000 earliest power data available per the power management tool/detail trace file is on (B)(6) 2022 at 21:14:58 pm. There was no power data available for the date of (B)(6) 2022 17:08:00.000. Unable to check power data for low battery alert. Upon checking on the power data/detail trace file, replace battery alert/replace battery now alarm were expected since the battery has low/no power. The customer may have used a low/depleted battery. Power loss alarm were expected since the insulin pump resets (pump error 23 alarm) on (B)(6) 2022 03:21:03.000 due to battery back up depletion. In further full review of the insulin pump history/traces on the event date of (B)(6) 2022, there was no bolus delivery. Recorded. However the user resumed insulin delivery on (B)(6) 2022 09:41:34.000 and also, the user suspended insulin delivery on (B)(6) 2022 15:10:44.000. The insulin pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board 1, electrical board2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.1 mvolt). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. The insulin pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.